Event description:
The stent was found flared after the device failed to cross the lesion. The report rec'd indicated that during a coronary stenting procedure, the target lesion was successfully pre-dilated and the cypher stent was being delivered; however, the stent failed to cross the lesion. The cypher was redelivered by double wire technique, but still it did not cross, while intravascular ultrasound (ivus) crossed without a problem. The physician tried to redeliver the cypher several times, but was unsuccessful. Therefore, the cypher was retrieved from the pt and then the physician confirmed the stent was flared at the distal end. Consequently, the device was exchanged for another cypher stent and the procedure was completed successfully without any injury to the pt. Further info indicated that the target vessel was the distal left anterior descending, the de novo lesion was described as heavily calcified, slightly tortuous and presenting 90% stenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product is not available for eval and/or testing. Additional info will be submitted within 30 days upon receipt.